Event description:
The complainant alleged while monitoring a patient, the device displayed asystole while the device interpreted the patient signal as ventricular fibrillation and returned a shock advised determination. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.